Event description:
Nurse looked up and at a distance could see what was thought to be smoke coming from the bottom and sides of the vapotherm. Initial close up investigation seemed like a vapor mist, but within 20 seconds there was a bad, smokey odor. The vapotherm unit then alarmed with a yellow/orange box-type symbol indicating "disposable water path faulty or absent." Unit was disconnected from infant, the nasal cannula was removed from the baby and blow-by was given until a regular nasal cannula could be applied. Baby de-saturated briefly but revovered quickly with the blow-by and regular cannula. Inspection by clinical engineering found that the heater assembly had burnt up. Unit was returned to manufacturer for evaluation.====================== manufacturer response for humidifier, heat/moisture exchange, vapotherm (per site reporter)======================manufacturer provided returned goods authorization number (rga) for device return evaluation.